Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2023 by arthroscopy, sports medicine, and rehabilitation titled "combined lateral extra-articular tenodesis and anterior cruciate ligament reconstruction: risk of osteoarthritis." The study reviewed forty-two (42) patients who underwent knee procedures using arthrex swivelock to treat collateral ligament instability. One (1) patient had a revision during the sixty-seven (67) month follow-up period. Ref: declercq, j., et al. (2023). "Combined lateral extra-articular tenodesis and anterior cruciate ligament reconstruction: risk of osteoarthritis." Eur j orthop surg traumatol 33(4): 1075-1082.